Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod. The patient reports they unable to replace their pod due to their controller being frozen on a download update. Once at the hospital the patient was treated with intravenous fluids as well as insulin. While the patient remains in the hospital at the time of this call the patients parent was assisted on resetting their controller. The controller reset did resolve the issue with the controller. The patients parent was supplied the settings from the hospital staff to be placed in the controller so the patient could apply a new pod prior to being discharged from the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.